Manufacturer narrative:
No allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.

Event description:
After receiving a transoral incisionless fundoplication (tif) procedure, the patient experienced a low grade fever and a test revealed that their white blood cell count was elevated. A mediastinal abscess was discovered and a thoracotomy was performed. It was reported that there was a small hole in the esophagus which was repaired. The patient remained in the intensive care unit (ICU) for a few days and made a full recovery.